Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by a customer that on (B)(6) 2018, a mlx xenon light source emitted smoke or burning smell during operation. There was no patient contact, no patient injury nor any revisions or medical interventions done. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. A visual inspection found customer applied labels, some nicks and scratches. In addition, the wolf port was melted at the external opening. Functional testing found the unit powered "on" and ran for 45 minutes with no component overheating odor emitted. The reported condition was not duplicated; the complaint is unconfirmed. The melted opening of the wolf port is consistent with the use of a fiber optic cable under-rated for use with the mlx high intensity light source. This condition may have been the cause of the smoking or burning smell as reported but, cannot be confirmed.